Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiffs attorney alleged that the patient experienced two cardiac arrests, and all associated injuries approximately two years apart and subsequently expired. It was further alleged that this event was caused by the patient exposure to the product administered during dialysis treatment.